Manufacturer narrative:
(B)(4).

Event description:
It was reported the device displayed fluctuation in longevity calculations. An internal issue with the device was suspected. A device replacement and a remote surveillance on the patient were recommended. No further information is available.